Manufacturer narrative:
The publication describes multiple serious injury events summarized in aggregate form without complete patient-level detail. Therefore, the manufacturer is submitting a consolidated literature-based MDR representing the serious injury event type described in the article. The suspect devices were not returned for evaluation. Device lot numbers and complete patient-specific information were not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lots could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined.

Event description:
Study: liu, b., gao, s., guo, j., kou, f., liu, s., zhang, x., feng, a., wang, x., cao, g., chen, h., liu, p., xu, h., gao, q., yang, r., xu, l., & zhu, x. (2024). Efficacy and safety of hepasphere drug-eluting bead transarterial chemoembolization combined with hepatic arterial infusion chemotherapy as the second-line treatment in advanced hepatocellular carcinoma. Journal of hepatocellular carcinoma, volume 11, 477-488. Https://doi.org/10.2147/jhc.s452120 was reviewed during internal quality system activities. The publication describes the fever, hypertension, vomiting, elevated aminotransferase, thrombocytopenia, reduced hemoglobin, leukopenia, and elevated tbil following use of the hepasphere microspheres. Based on the information available in the article, this report represents multiple serious injury events identified during the manufacturer's review of the publication. No additional patient-specific or device-specific information was provided.